Event description:
It was reported that the right ventricular (rv) lead impedance had been increasing and was high, though it was stable for the two previous weeks. It was also reported that the thresholds increased. The clinic will do additional testing for further evaluation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.